Event description:
Caller states that there is no lot number, expiration date or control ranges printed on her vial of strips. She reports only seeing the catalog number. Requested return of suspect vial and replacement was sent.